Event description:
It was reported that when surgeon was burring medial condyle of the distal femur on exposure mode, a considerable defect was created by the burr suspected due to burr not retracting. This is shown on the distal bony model. Defect must have been 3-5 mm deep by 15 mm wide by 15 mm long. After post up trialling, an additional 2 mm was resected from distal femur, defect was still visible. No issue on the lateral condyle or any other part of the surgery and no delays in the case.